Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with iphone xr phone with ios operating system version 18. The customer was unable to access their freestyle librelink account due to the app "asks to fill in information to be able to start the session again". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and a loss of consciousness. The customer was able to self-treat (unspecified treatment) and also had a contact with a non-healthcare professional but no treatment was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported training needed to logging into application and the reported issue was investigated. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the app. The investigation did not identify the app as the cause of the issue as customer service resolve the training issue on call and successfully trained customer in logging into the application. Therefore, the reported issue is not confirmed in relation to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with iphone, ios 17.0.2, app version 2.10.7677. The customer was unable to access their freestyle librelink account due to the app "asks to fill in information to be able to start the session again". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and a loss of consciousness. The customer was able to self-treat (unspecified treatment) and also had a contact with a non-healthcare professional but no treatment was given. There was no report of death or permanent impairment associated with this event.